Event description:
Additional information was reported by the company representative. It was noted that the healthcare professional would not replace the pump without a managing physician.

Manufacturer narrative:
Concomitant medical products: product ID 8637-20, serial# (B)(4), implanted: (B)(6) 2008, product type: pump. (B)(4).

Event description:
Additional information was reported by a healthcare professional (hcp) via a company representative regarding a consumer receiving dilaudid from the implanted pump. The indication for use was non-malignant pain and chronic low back pain. The consumer reported that their pump was "out" and the logs showed that the pump had reached end of service (eos) on (B)(6) 2015. It was noted that the patient wanted a new managing hcp and their surgeon had referred them to a new physician; the consumer's pump would be replaced if the hcp agreed to take over their care. No patient symptoms were reported. Additional follow up was done to determine if any troubleshooting or actions/interventions were required as a result of the event, if eos was missed, and the device information for the physician programmer.